Manufacturer narrative:
Results/conclusions: the lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine maintenance. The investigation of the lens heat shield/holder identified no problems with the returned part. Our conclusion is the lens heat shield/cover was not reinstalled correctly during routine maintenance because if it was reinstalled and locked into place the part would not have fallen off the light. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. Note - this event took place three (3) years ago. We became aware of this event during our evaluation of manufacture report # 3004517290-2010-00005.

Event description:
A doctor was performing a routine dental procedure when the lens heat shield/holder fell off the light and burned and scraped the patient on the chin.